Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the valve landed 80:20 aortic, with moderate paravalvular leak (pvl). A second valve was placed. The annulus measured for a 23 mm valve. On echo, a moderate septal bulge was noted. Balloon aortic valvuloplasty (bav) balloon was performed with a 20mm balloon and there was no movement of the balloon due to the bulge. The 23 mm valve was advanced on the ascendra 3 delivery system, and was placed 50:50 to the native annulus. During the last 3rd of the inflation, the valve moved aortic due to contact of the delivery system balloon with the septal bulge. It landed at least 70:30, if not 80:20 aortic. Moderate paravalvular leak (pvl) was noted on the inferior portion of the stent frame. It was decided to place a second valve. This time, the valve was inflated with traction placed on the catheter to decrease the possibility of movement. The valve landed 1-2mm ventricular of the first. There was no pvl and it was 50:50 to 60-40 aortic. The patient was removed from the room without incident, with an unremarkable recovery. The patient¿s ejection fraction was normal. Ventilation was held during deployment and there was no loss of pacing capture. The coaxial alignment and image intensifier angle was indicated as ¿perfect¿.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the too aortic placement is due to movement of the delivery system after the deployment balloon came in contact with the patient¿s septal bulge. The paravalvular leak appeared to be due to the too aortic position of the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.